Manufacturer narrative:
Time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified external iliac artery. After a guide wire crossed the lesion, a 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. Another of the same device was used for pre-dilation and a stent was deployed to complete the procedure. No patient complications were reported and patient's status was good.